Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door she found fluid had leaked. She could not determine the source of the leak. She was advised to contact her pd nurse. The set was discarded. During follow up the patient reported her effluent remained clear and she was not prescribed antibiotics. Additional follow up with the patient's pd nurse confirmed the patient did not have any complications.